Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, recurrence, bleeding, dyspareunia and vaginal scarring. The patient had additional surgery to explant previous failed sling and had implant repliform (boston scientific) on (B)(6) 2011 (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24856. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced incontinence. It was reported that patient underwent vaginoplasty and excision of vaginal wall mesh x3, 1 area in the anterior vaginal wall and 2 areas in the posterior vaginal wall on (B)(6) 2011 by dr. (B)(6) at (B)(6) due to erosion both anterior and posteriorly by the mersilene mesh in 3 areas.